Event description:
Additional information was received indicating the physician had checked this patient and felt that although the patient was lethargic and unresponsive it was unlikely that they had a true syncopal event. The physician also noted that they believed the symptoms were unrelated to the pacemaker. At this time, the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced multiple syncopal episodes. Boston scientific technical services reviewed device data and noted that there were no stored episodes at the time of the symptoms. The cause of the syncope was undetermined. At this time, the system remains in service. No additional adverse patient effects were reported.